Manufacturer narrative:
Device evaluation summary: during visual inspection of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.8 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on (B)(6) 2019 indicated the right breast prosthesis had ruptured. And the left breast prosthesis was intact. This report shall be for the right breast prosthesis. The appropriate fields have been updated. It was also reported that the patient experienced bilateral capsular contracture baker grade unknown. The patient underwent removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503751bc manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 300cc, catalog number 3507300bc, serial number (B)(4) . Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and experienced rupture on the left side post-operatively. As a result, the patient will undergo removal on (B)(6) 2019.